Event description:
It was reported the patient had plate implanted in mandile on (B)(6) 2008. During a follow up visit in (B)(6), it was noticed the plate was broken. A revision surgery was performed to remove the broken plate on (B)(6) 2009.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.